Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered pulse below lower limit during testing) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the reset was isolated to the defibrillator pca. The q2 mosfet on the defibrillator pca was shorted and there was liquid contamination on the j1000 connector. Additionally, there was contamination on connectors j1002aa and j1003aa on the computer/analog board. The cause for the resets was the shorted q2 and liquid contamination. The cause for the shorted q2 mosfet was the contamination. The root cause for the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a low energy pulse during pulse testing.